Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(6) 2020, confirmation was made that the arthroscopy has not taken place at this time. There has been no revision, no invasive treatment, no serious injury to report. The previous decision has been downgraded from serious injury to not reportable due to the additional information received. Correction: this product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Manufacturing report number 1818910-2020-21757, is retracted due to the additional information received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Original tka was an intermedics done in salt lake city.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for patellar clunk and irritation. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2014. Date of event: (B)(6) 2020. (Right knee). Treatment: arthroscopy.